Event description:
It was reported that a user experienced elevated blood glucose after meals while using the ilet and elected to discontinue pump therapy and resume subcutaneous insulin via pen; reports indicated the user generally announced meals, and no device alerts or alarms were noted. Symptoms included hyperglycemia with a reported blood glucose of 270 mg/dl and no reported visual disturbances. Outcomes included user discontinuation of pump therapy and assignment for additional training. Investigation included troubleshooting and education performed remotely. Investigation of this case revealed no device alarms and an unclear cause for the hyperglycemia. It was concluded that the event was user-reported hyperglycemia with an undetermined cause, and additional training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.